Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: visual inspection: the 2.4 mm universal drill guide (part # 323.202, lot # 5237725, mfg # 14-jun-2006) was received at us cq with the universal head of the drill guide missing and not returned. Therefore, the compression spring and drill sleeve are not held in place and are unable to be held in place. Even though there is no sign of breakage the complaint will be confirmed since a component is missing. Dimensional inspection: dimensional analysis was not performed as the universal head is missing. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 323.202, synthes lot number: 5237725, supplier lot number: n/a, manufacturing date at (B)(4): 05/31/06-06/14/06, expiration date: n/a, manufactured by (B)(4). DHR review completed for this lot, no nonconformance's found. The DHR shows that this lot was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the universal drill guide was found to be broken during reverse logistics audit of the returned device at millstone. There was no patient involvement and no additional information is available. This is report 1 for 1 (B)(4).